Event description:
Philips received a complaint by the customer on the v60 indicating that while setting up the device, it was observed that the device was getting error code 1009 pressure regulation high and won't go into standby mode. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Customer states during setup the unit alarmed vent inop 1009 pressure regulation high on screen and removed from service. The complaint is not duplicated with a 0.25 test adapter in place. Additional troubleshooting is requested. The unit does not cycle correctly and gives various alarms, which records have been created for the additional issues. In the event log noted error 1009 and 1203 alarm message: low leak ¿ co2 rebreathing risk. The air inlet filter is extremely dirty, verified the machine and proximal tubing's on the gas delivery system (gds) are orientated correctly. Advised customer to replace the data acquisition printed circuit board assembly (pcba) with part from stock to correct the issue, if problem persists then replace the flow sensor or gds assembly to correct the issue, discussed filter management. Provided parts ID for the flow sensor assy, air & o2, v60, gas delivery system (gds), v60. The investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made on 15jul2025, 04aug2025, 11aug2025, and 27aug2025 to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.